Event description:
Used icy hot extra strength back patch between shoulder blades 3 different times in one week while playing golf-- after use of third time, my back in area used broke out in a rash with small blisters with severe itch. I have used icy hot patches in the past without any adverse effect. It has been over a week since last used and is healing now with only minor itching. No medical attention was required. Dose or amount: 1 each, frequency: 3 in 4 days. Dates of use: 2008. Diagnosis: sore muscle. Event abated after use stopped: yes.